Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 02/09/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: please provide lot number involved in the event. Lot rfi1aq appears to be invalid.---unk. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (in cc's)? Are there any adverse patient consequences? Was the procedure completed successfully? Was there any medical or surgical intervention required for the increased intraoperative bleeding and difficulty in re-suturing? Was the procedure delayed because the suture broke intraoperatively? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Event related to mw # 2210968-2021-12842, mw # 2210968-2021-12844, mw # 2210968-2021-12848, mw # 2210968-2021-12849, mw # 2210968-2021-12850. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when used for sewing and ligating, resulting in increased intraoperative bleeding and difficulty in re-suturing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how much blood was lost (in cc's)? Unk. Are there any adverse patient consequences? Unk. Was the procedure completed successfully? Yes. Was there any medical or surgical intervention required for the increased intraoperative bleeding and difficulty in re-suturing? Unk. Was the procedure delayed because the suture broke intraoperatively?unk were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk, once there is any update, we will update the information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number involved in the event. Lot rfi1aq appears to be invalid.